Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) administered 6 shocks but was unable to convert an induced arrhythmia using both direct and indirect polarity. The patient was externally rescued. During an invasive procedure it was discovered the high voltage leads were switched in the header. This was corrected. The device then converted an arrhythmia at 21 joules.